Manufacturer narrative:
Based in the initial escalation analysis, it was observed that the system was taking longer than usual to recover from insertion and as a result the user experienced some sensor inaccuracy. The RMA was authorized due to customer experience. The RMA is not received so no further investigation could be performed at this time. D4. Updated additional device information. H3. Device evaluated by manufacturer? No, not returned to the manufacturer. H4. Device manufacturer date updated to 05 feb 2020. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.